Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed the terminal pin was partially detached from the lead body. The insulation and two of the four inner filars were fractured at the distal end of the terminal pin. Microscopic inspection of the fracture site determined the fracture of the filars was a clean break and no manufacturing issues were identified. It is suspected this lead was damaged due to handling; one possibility would be if the terminal pin was attempted to be inserted into a header of a device at a crooked angle.

Event description:
It was reported that during the attempted implant of this lead, the physician noticed that the terminal pin was partially detached from the lead body; another device of the same model was implanted. The device is expected to return. No adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this lead, a fracture or detachment occurred; another device of the same model was implanted. The device is expected to return. No adverse patient effects were reported.

Event description:
It was reported that during the attempted implant of this lead, the physician noticed that the terminal pin was partially detached from the lead body; another device of the same model was implanted. The device is expected to return. No adverse patient effects were reported.